Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated successfully and the firmware files were downloaded. A review of these files confirmed the device's calibration constants were configured incorrectly for this device. No further testing was performed.

Event description:
Boston scientific received information that during an internal investigation, this device was identified as being shipped with an unapproved communication configuration programmed. The device is currently outgoing laboratory analysis.